Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 21 mm valve was explanted after 3 (three) days due to paravalvular leak at the right coronary cusp. As reported, the native leaflets and annulus were heavily calcified and debridement was thorough. Immediately after the implantation, trace/mild leak was noted but the surgeon was satisfied and did not feel it required intervention. On pod #3, an echocardiogram was completed and revealed that the leak had worsened to moderate/severe. The surgeon made the clinical decision to re-operate. The valve was explanted and replaced with a 23 mm valve. Post-operative echo showed trace pvl. The patient was noted to be hospitalized in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The product was returned for evaluation. Customer report of paravalvular leak could not be confirmed through visual observations. As received, the wireform and frame was cut near commissure 2; both ends matched up. Also, the majority of all three leaflets (approximately 90%) had been cut out; leaflet fragments were not returned. X-ray demonstrated the frame to have been expanded. Suture holes were visible near all three black stitch markings on the sewing ring.